Manufacturer narrative:
Updated from "unk558 - capio pfr kits - OEM" to "m0068317050 - pfr kit - pinnacle, anterior apical." The reported lot number, 0ml8061203, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03902 pertains to the other device.it was reported to boston scientific corporation that a pinnacle pelvic floor repair kit (exact type unknown) was used during a procedure.according to the complainant, the patient experienced complications. However, the exact nature of the complications and the date of onset were not reported. All other information is unknown and reportedly unavailable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-03902 pertains to the other device. It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit (exact type unknown) was used during a procedure. According to the complainant, the patient experienced complications. However, the exact nature of the complications and the date of onset were not reported. All other information is unknown and reportedly unavailable.